Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient wore the sensor beyond ten days, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on 12/04/2023. It was indicated that the patient wore the sensor beyond ten days, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed due to the sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.